Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6 implantable collamer lens of diopter -11.0 into the patient's right eye (od) on (B)(6) 2024. Later that same day in a separate surgery, the lens was removed and replaced with a longer length lens due to a low vault and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4)